Event description:
Additional information was received from a consumer. It was reported that a healthcare provider (hcp) switched to another company and now didn't want to put the pump back in. The granuloma had the patient's "spinal column like an s". The patient was to discuss the granuloma with an hcp.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving dilaudid via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 it was reported that the "pump was bad in 3 places" and the pump was removed. Per the patient, the pump was "leaking around the seal." This had happened a month after implant ((B)(6) 2011). The patient also stated that he had a granuloma at t9 and t10; he did not remember when this happened. It was "calcified so they have to move a rib or a lung over to remove it." On (B)(6) 2015 additional information was received from the patient and it was reported that they could not get the granuloma out and he wanted it surgically removed. It had been over 1.5 years. The patient was told that the granuloma would fade away but it calcified; his spinal cord pushed over to the side and his legs and feet were in "bad shape." Per the patient, a new pump was going to be implanted after the granuloma went away, but it had gotten bigger. The concerns with the pump and the cause of the leakage were unclear. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.